Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent failure to deploy trangastric to the afferent loop. Medical device problem code a0401 captures the reportable event of handle broken trangastric to the afferent loop. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and the delivery system was received in "position 4". The tip was inspected and there was no evidence of electrocautery. A destructive inspection was necessary to destroy the delivery system; torsion was identified and the outer sheath was found twisted. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy and sheath material torqued were confirmed; the stent was received fully covered by the outer sheath and the outer sheath was found twisted. The reported event of handle break and sheath break cannot be confirmed; the handle was returned in good condition and the outer sheath was not detached. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the afferent loop for the treatment of afferent limb syndrome. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. " the hot axios stent is not indicated to treat afferent limb syndrome. Furthermore, it was also reported that the handle was rotated as the device was luer locked to the scope which is not indicated per the IFU. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the physician might have felt some resistance during the attempted deployment, rotated the handle when it was locked to the scope which contributed to the twisted sheath and the stent failure to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on april 08, 2021 that a hot axios stent was to be implanted trangastric to the afferent loop during an afferent limb syndrome drainage procedure performed on (B)(6), 2021. During the procedure, resistance was felt when attempting to release the distal flange of the stent. The top part of the handle broke, the sheath was damaged and torqued. The stent was removed from the patient fully covered by the outer sheath and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the axios stent was intended to be placed trangastric to the afferent loop for the treatment of afferent limb syndrome. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to treat afferent limb syndrome. It was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the afferent loop during an afferent limb syndrome drainage procedure performed on (B)(6) 2021. During the procedure, resistance was felt when attempting to release the distal flange of the stent. The top part of the handle broke, the sheath was damaged and torqued. The stent was removed from the patient fully covered by the outer sheath and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the axios stent was intended to be placed transgastric to the afferent loop for the treatment of afferent limb syndrome. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to treat afferent limb syndrome. It was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."